Manufacturer narrative:
(B)(4).during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was returned for analysis. The separated strain relief tubing was able to be confirmed. Based on a visual inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.

Event description:
It was reported that during unpackaging of the 9.0x40 absolute pro vascular stent system, the strain relief tubing was observed to be detached. The device was not used and there was no patient involvement. A new same device was used in the procedure. There was no clinically significant delay in the procedure due to the device issue. No additional information was provided.